Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead exhibited oversensing on ventricular tachycardia (vt) episodes. Short v-v interval were also noted. The lead remains in use. No further patient complications have been reported as a result of this event.